Event description:
Consumer reports feeling low and getting a 154 reading from their plink. Compared with other meter. Analysis run on clark error grid using competitive reading (47) as ref. Point vs. Bd reading (154) yielded data points in the d range of the grid, outside acceptable limits.